Event description:
An acumed locking clavicle j-plate, 9 hole, right and eight screws were implanted in a patient on (B)(6) 2009 to repair a fracture to the medical third of the right clavicle. On (B)(6) 2009 the wound was found to be well healed. There were no signs of infection and the patient had full range of movement in the neck and shoulders. An x-ray demonstrated good fixation of the fracture. At a later time the plate reportedly broke while the patient was playing golf. An x-ray showed that good alignment of the fracture, albeit that there was some displacement of the plate. The doctor resolved to leave the plate in place at that time. However, on (B)(6) 2010 the doctor decided to remove the broken plate and screws from the patient.

Manufacturer narrative:
Additional medical device reports have been filed regarding this event. See report numbers: 3025141-2011-00059; 3025141-2011-00060; 3025141-2011-00061; 3025141-2011-00062; 3025141-2011-00063.